Event description:
It was reported that the patient presented to the emergency room (ER) and later admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level reached 526 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was not delivering sufficient insulin despite administering multiple bolus doses. Reported symptoms included heartburn, excessive thirst, abdominal bloating that prevented eating, nausea, and a yeast infection. The patient was treated with intravenous fluids and underwent blood work and was advised to remove the pod. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.